Event description:
White lumen of maximus positive pressure cap was stuck in open position. PICC line clotted due to this problem. It was not able to open despite two doses of cath flow. Had to be taken out and a new one placed.====================== health professional's impression======================cap stuck in open position allowed PICC line to clot====================== manufacturer response for maximus positive pressure cap, maximus positive pressure cap======================none as of yet